Event description:
It was reported that (1) tlc55 was used during a cystectomy procedure. It was reported by the rep that when the surgeon fired the tlc55, the staple line did not form completely at the proximal end of the stapler. This happened while firing on bowel. Proceeded to open another tlc55 to complete the case. There was no consequence to pt.